Event description:
It was reported to adac that images were reversed when scanned with the pt in the prone position. The user stated that for prone pts simulated on the picker acqsim with the pq5000 CT scanner, the CT images seem to have come across to pinnacle in proprietary format in a mirror image of the original view. The sagittal image appears correct with respect to the pt orientation cube. No injuries were reported as a result of this issue.